Event description:
The physician reported that after a pullback, the catheter got stuck on the wire and pulled the wire out of lad. The catheter and the guidewire were removed as a system. The physician used a new catheter and guidewire and the same incident occurred; however, the procedure was successfully completed. There was no intervention performed and no pt injury reported due to the event. The pt was released according to the treatment plan.

Manufacturer narrative:
(B)(4). The mfg documentation for the returned device was reviewed and the device met all quality and mfg release criteria. To date, no other complications have been reported for this failure mode within this lot. The serial number of the second catheter used is unk and it was not returned for eval. A visual inspection of the returned device with known serial number was performed and no parts were found to be separated or missing. The distal tip of the catheter was inspected and it was observed that the distal portion of the exit port was torn and appears to have been pulled which is consistent with the complaint description. The guidewire was not returned and it was not analyzed with this investigation. Guidewire movement test was performed to identify blockage or resistance using the controlled .014 guidewire in the MFR's testing laboratory. The guidewire passed easily from the distal tip to the exit port without experiencing any blockage or resistance. No further actions are required at this time. When the physician felt resistance, he followed the IFU and removed the catheter and guidewire together as a single unit. It was reported that the procedure was successfully completed with the second catheter and there was no pt injury due to the events. The pt was released according to the treatment plan.